Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was confirmed. Display showed a red screen. The cause of the issue was an incomplete software update, and the software was updated in order to fix the issue.

Event description:
It was reported that there was an ¿error message when switching on the pump¿. There was unknown patient involvement reported.